Event description:
Rayner intraocular lenses limited received notification via a representative of designs for vision, the distributor in new (B)(6) of an event that occurred following implantation of a rayner toric intraocular lens (iol). The event description states that "[the patient] had bilateral "rayner toric" lenses implanted in 2010 with initially very good result. Recently she had become more photosensitive and feels that her vision is not as clear and examining her eyes I was interested to see what seemed to be very fine refractile deposits in the anterior and posterior surfaces of the implants". In correspondence with the representative in new (B)(6), the healthcare professional stated "I first saw the changes nine months ago and there has been no significant deterioration that I can see since then". For further information please refer to rayner intraocular lenses limited MDR report 9611165-2013-00078.